Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and found wire gooseneck. The allegation was not confirmed. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2024. When it was noted that the sensor wire was stuck in the skin, the patient´s grandson called an ambulance. The patient was brought to the hospital at 10:00pm. At the hospital, they attempted to remove the retained wire by lancing the area but was not successful. After the procedure the patient received 3 stitches. The patient was advised to observe the insertion site, and if it becomes bothersome, a new attempt of surgery may be needed. The patient was discharged after spending 6 hours at the hospital. No medication was provided. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.